Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to perform x-rays. Upon troubleshooting, the fse found that the fdcsib was the problem. To resolve the issue, the fse replaced the fdcsib and tested the system, which then worked as expected. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a procedure, the system was unable to perform x-ray. The system was in clinical use at the time of event. The procedure was completed by using another system. No harm was reported to philips. Philips has started an investigation of this complaint.